Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had under delivery. Customer stated that the blood glucose was running constantly high. Customer was treated with bolus. The customer stated that he was using auto mode feature. No harm requiring medical intervention was reported. The insulin pump will be returned and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08655 inches. No unexpected insulin flow blocked alarm or no under delivery anomaly noted during testing. (B)(4).